Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: received a repair call from the department, stating that the parameters of the machine cannot be adjusted during use and cannot operate normally. Occasional restarts can resolve the problem. Delayed use no patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: received a repair call from the department, stating that the parameters of the machine cannot be adjusted during use and cannot operate normally. Occasional restarts can resolve the problem. Delayed use no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.